Event description:
It was reported that (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that after having applied a clip on the cystic artery, the er420 remained closed. It was not possible to see if the clip as correctly closed. The surgeon unblocked the device by putting pressure on the trigger and putting another clip with another clip applier. Opened another device to complete the case. There was no consequence to pt.